Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic gall bladder bile duct resection, after firing, an attempt was made to release the cartridge and adapter, but it could not be disconnected. The product area has been finished, and when the product check was performed, the device did not stop at post-articulation zero position and has been continuously articulating. Even after performing the release with strong force, the device did not disconnect. The button was recognized to be operational. The handle was able to work with a new set of shell, adapter and reload. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6)) sigpshell, sig power sigpshell control shell (lot#: unknown) sigphandle, sig power sigphandle handle (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic gall bladder bile duct resection, after firing, an attempt was made to release the cartridge and adapter, but it could not be disconnected. The product area has been finished, and when the product check was performed, the device did not stop at post-articulation 0 position and has been continuously articulating. Even after performing the release with strong force, the device did not disconnect. The button was recognized to be operational. The handle was able to work with a new set of shell, adapter and reload. There was no patient injury

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device had an uncontrolled articulation and was difficult to unload. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.